Event description:
A malfunction was reported by the caller involving a pump, displaying malf 12, which had been reset multiple times previously. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was arranged by the technical support team, and the customer was advised to return the faulty pump within 10 days using a provided return box and pre-paid label. The customer was also informed they would receive a pump with updated software and were instructed on preparing the faulty pump for return, as well as setting up the replacement pump.